Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
Dim segment on led display. Db05 - display board- segment dim. It was reported that the device dim segment on the led display is being replaced.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Event description:
Dim segment on led display. Db05 - display board- segment dim. It was reported that the device dim segment on the led display is being replaced.